Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ white particles observed in the surface of the shell. ¿ crease flat observed in the device.

Event description:
Healthcare professional reported right side "suspension of capsular contracture, contractions, had radiation and the tissue around the implant is very tight and causing discomfort with the implant, it¿s not the implant itself". Healthcare professional later reported "capsular contracture, baker grade iii". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Sales representative reported right side "suspension of capsular contracture, contractions, had radiation and the tissue around the implant is very tight and causing discomfort with the implant, it¿s not the implant itself". Healthcare professional later reported "capsular contracture, baker grade iii". Device has been explanted.